Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, recurring urinary complication, vaginal bleeding, vaginal scarring, painful intercourse, abnormal bowel movements, bowel leakage, and severe urinary and vaginal infections. No further info has been provided.